Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA. This medwatch is for the suspect product that produced the results of 55 mg/dl, 52 mg/dl, and 57 mg/dl. See medwatch with patient identifier (B)(6) for the suspect product that produced the value of 89 mg/dl.

Event description:
Reporter stated that patient obtained blood glucose results of 55 mg/dl, 52 mg/dl, and 57 mg/dl, on th aviva system using an unknown strip lot. Patient retested blood glucose on the aviva system, using strip lot 495739, and obtained a result of 89 mg/dl. All 4 tests were performed within 10 minutes. No adverse event was reported. At the time of the report, patient no longer had the test strips in use at the time of the event. The suspect product will not be returned to the manufacturer for evaluation.